Event description:
The patient came in reporting pain due to a malpositioned baseplate 5 months after the primary surgery. The surgeon revised the baseplate, poly, glenosphere and metaphysis. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 01-feb-2023. Lot 2113522: (B)(4) items manufactured and released on 10-dec-2021. Expiration date: 2026-11-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.